Manufacturer narrative:
(B)(4).

Event description:
It was reported lead noise was noted as instances of nonsustained right ventricular oversensing episodes. The patient was asymptomatic. No programming changes were suggested or completed. The patient will be remotely monitored.

Event description:
New information received states new non-sustained right ventricular oversensing episodes and increased capture threshold was noted. Programming change and further testing was recommended. The patient was stable throughout the device interrogation.